Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system failed to produce x-rays. Philips engineer suggested service, but the quotation has not been accepted by the customer. The given quotation has expired, and no service has been provided by philips. No further action was performed by philips. The codes were updated based on the investigation outcome.